Event description:
Terumo medical corporation received the following information: it was reported that the post-care nurse received a patient with a tr band that had been leaking air. The patient did well and there was no bleeding, however they stated the total amount of air in tr band was 15 and the nurse only deflated a total of 10. Tr band placed by the doctor at 0941 with 13ml of air. By dr. (B)(6) with 13ml. At noon 2ml were going to be removed, however no air was available to remove. No bleeding. Nurse practitioner (np) was notified. At 1230 tr band was removed. Again, no bleeding issues per charge nurse. There were no other devices used in the access site. Hemostasis was achieved using the tr band. The patient was stable. The device was not manipulated before use in any way ¿ pre-use or during storage. The product is stored in the procedure rooms in supply storing cabinets. There is no indication of where the band was leaking. After the tr band was removed with no patient issues, they tested the tr band and inflated it on a table. They left it inflated for a while and noticed it was slowly leaking air. The type of procedure being performed for the patient prior to tr band use was a left heart catheterization, no intervention. The device did not have noticeable damage.

Manufacturer narrative:
A3a: sex: requested, not provided a4: weight: 80.5kg a6: race: requested, not provided d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rn post care manager h4: device manufacture date: unknown, as the involved lot # was not provided the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.